Manufacturer narrative:
Philips has investigated this complaint. According to the information the system was not in clinical use when this issue occurred. Planned treatment was delayed and later completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that system not switching on. Upon functional testing the fse  found that host pc failing and not booting up. The field service engineer (fse)  replaced the m cabinet host pc followed by cold restart. After replacement of m cabinet host pc , the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd10 system was not switching on. No harm has been reported. The system was evaluated and the reported issue was unable to be replicated. Philips has started an investigation of the complaint.